Manufacturer narrative:
Technician checked all the wiring for the scale power control board and alarm box. No issues were found so the technician removed and reinstalled the power control board and alarm box. Everything on the bed then worked exactly as it should.

Event description:
Account alleged that the bed exit alarm and scale notification beep are not working upon delivery of this bed. No patient impact.